Manufacturer narrative:
D4 and h4 the lot# is unknown. The expiration date, and manufacture date were provided by the initial reporter. E1. Facility name: (B)(6). E1 - (B)(6). Investigation summary: no 01c-c3300 product samples, videos or photographs were returned for investigation. The DHR was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
A complaint was received with regards to a microclave¿ connector that experienced no flow during use. The reporter stated that, "there is a blockage in the pipeline, and the infusion is not smooth." The event occurred during infusion. In addition, as per report, "on january 2, the nurse used the infusion connector to do infusion on the patient, and found that the infusion set was blocked and the infusion was not smooth, so she immediately replaced it with the new connector, and then discarded the faulty connector, and reported the adverse event."